Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. The patient has a history of falls. Diagnostics revealed high impedances on the right lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the right lead was disconnected from the ipg, and a new lead was implanted to address the issue.